Event description:
The event is reported as: rt noted that the infant circuit connections at the tubing to cuff can detach easily. No pt injury reported.

Manufacturer narrative:
The device sample was not rec'd by the MFR at the time of this report. No DHR review could be done at this time.